Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and was sensing both the p wave and the right ventricle. It was further reported that the ra lead exhibited under-sensing and high undefined impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.